Event description:
Medtronic 25mm mosaic porcine heart/aortic valve originally implanted (B)(6) 2010. Defective/failed device and explantation on (B)(6) 2013. Dates of use; (B)(6) 2010 (B)(6) 2013, 2 years and 7 months. Reason for use: aortic stenosis.